Manufacturer narrative:
H.6. Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible observe scale marking issue ¿scale misplaced causing volumetric accuracy issue. The probable cause for the printing occurrence is related to a failure system at the marking machine entrance, allowing the defect product flow of the process. The production process was validated according the procedure and to the characteristic reported by this complaint the acceptance criteria is (B)(4). To improve the process, it was opened the maintenance note #20468981 to perform action to detect or contain this incident. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that during use it was discovered that there was a volumetric inaccuracy with a bd plastipak¿ syringe 10ml luer-lok¿. The volume of 1 ml apparently corresponds to 0.8 ml. The following information was provided by the initial reporter, translated from portuguese to english: one (1) 10ml syringe unit that is mismatched. The volume of 1 ml apparently corresponds to 0.8 ml. The issue was noticed during the medicine - granisetron (non-chemotherapy) - aspiration, but there was no contact with the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that there was a volumetric inaccuracy with a bd plastipak¿ syringe 10ml luer-lok¿. The volume of 1 ml apparently corresponds to 0.8 ml. The following information was provided by the initial reporter, translated from portuguese to english: one (1) 10ml syringe unit that is mismatched. The volume of 1 ml apparently corresponds to 0.8 ml. The issue was noticed during the medicine - granisetron (non-chemotherapy) - aspiration, but there was no contact with the patient.